Event description:
On june 10, 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was reading inaccurately high and low. The patient reported meter readings of ¿250-300 mg/dl.¿ the patient also claimed that on the night of (B) (6) 2010, at an unspecified time, he obtained a blood glucose reading of ¿130 mg/dl.¿ the patient then took an unknown dose of insulin (unknown type). An hour and a half later, the patient claimed that his blood glucose level dropped to ¿60 or 61 mg/dl.¿ the patient reportedly developed symptoms of being sweaty and lethargic. He also mentioned that his motor skills were not what they should have been. Paramedics were contacted. The patient was taken to an emergency room (ER). The patient disconnected the call while speaking to the customer service representative (csr). It is unknown what treatment, if any, the patient received from the ER. The patient did not have control solution for troubleshooting. The patient was sent a replacement meter and control solution. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Date of birth not provided.